Event description:
Closed circuit drains were suctioned. Pt became bradycardic and hypotensive. Passive exhalation diaphragm was stuck preventing the pt from exhaling which caused over expansion of the lungs causing cardiac tamponade with subsequent bradycardia and hypotension.